Event description:
Home monitoring reported measured shock impedance <20 ohm during vf detection on (B)(6) 2024. Advised to evaluate lead further. Lead currently remains implanted.

Manufacturer narrative:
The lead was capped on (B)(6) 2024 and report of noise with inappropriate shock was received. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.